Event description:
In 2008, the caller reported that the end user stated they had a ped tracheostomy tube of unk size and lot number and the obturator does not enter the lumen and they cannot input suction tube either. The caller later reported at about one week later that the tube was a 3.0 ped and had a lot number. The caller later reported about two weeks later there was patient use and the tube was removed and replaced.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot humber was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.